Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the iesu due to the monopolar/bipolar function not working. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed and found to have no issues. The unit was energized and cauterized, and all ports recognized instruments. The complaint regarding bipolar energy not working was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. The iesu has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar instrument stopped working. The customer tried a different instrument and energy cable without success. The customer replaced the integrated electrosurgical unit (iesu) to resolve the issue. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.